Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of issues with low blood glucose levels and the device going into threshold suspend. The customer states the device has been giving too much insulin. The customer also mentioned being hospitalized recently for low blood glucose levels. The customer's blood glucose level at the time of incident was 40mg/dl. The customer's current level is 143mg/dl. The customer states they treated low levels with food. Troubleshoot was conducted, and the device is being replaced and returned for analysis.